Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose april 19. The customer's blood glucose was over 600 mg/dl, 203 mg/dl. The blood glucose admitted to hospital was 500 mg/dl. The customer experienced nausea due to high blood glucose value. The customer treated high blood glucose with insulin drip. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the electrical board was found locked properly. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.